Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported a tingling sensation traveling down the leg when lying on the back or during certain movements. Pt stated that this was the first time the sensation occurred since implantation. Pt added that the sensation did not happen all the time and expressed concern that the leads may have migrated. Agent redirected pt to the healthcare provider (hcp) for further evaluation.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), iproduct type: lead. Product ID: 977a260, serial#(B)(6), product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 12-jan-2027, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 12-jan-2027, UDI#: (B)(4). B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.